Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to progressive loss of electrode function. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed august 28, 2013.

Manufacturer narrative:
(B)(4).